Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. Claim# (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.00/3.5/87 diopter, into the patient's left eye (os), the lens tore/broke. The surgeon stated that the lens "got cracked" during the loading process and the "post-op outcome was not good." The lens was implanted on (B)(6) 2017. On (B)(6) 2017, an alternate lens was implanted-of the same type and size, and similar diopter. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found optic split and haptic broken/bent. (B)(4).

Manufacturer narrative:
(B)(4).